Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed yellow alert for right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended. Intermittent high pacing thresholds were observed. Technical services (ts) reviewed the data and found that rvat was suspended due to loss of capture (loc). Reprogramming options were provided. No adverse patient effects were reported. This rv lead remains in service.